Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transureteroscopic holmium laser lithotripsy procedure for pelvic stone management performed on (B)(6) 2021. During preparation, when the physician opened the device, it was found fractured and it could not be used. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent broken. Medical device code a0406 captures the reportable event of system damaged. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent shaft detached. Also the suture hole was torn or ripped and the next four side ports or holes were observed torn. The suture string returned loaded to the stent and positioner looks in good condition. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, during the media inspection it was possible to observe the stent shaft broke. It was observed that the suture hole and the next four holes ripped or torn. This problems could have been cause due to an excess of force applied, the physicians technique during set up or testing of the device, this condition could have generated the damaged section affecting the device performance.therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a transureteroscopic holmium laser lithotripsy procedure for pelvic stone management performed on (B)(6) 2021. During preparation, when the physician opened the device, it was found fractured and it could not be used. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as stable. A photo of the complaint device was provided and showed that the stent shaft was broken.